Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727, u728, and esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. Device manufacture dates: monitor 05/01/2019. Belt 04/23/2013.

Event description:
A us distributor contacted zoll to report that a patient received a treatment on (B)(6) 2021. It was reported that the patient was in the hospital and was ending use in order to get an ICD. It was reported that the patient's monitor was unable to power up on 02/23/2021. The treatment cannot be confirmed due to the damage found in the monitor. This event is being reported out of an abundance of caution as the treatment cannot be confirmed. There is no allegation of a serious injury results from the alleged treatment event.